Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 80 mg/dl. The customer stated that there is no significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 80 mg/dl. The customer stated that all buttons are not responding. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent buttons response due to corroded keypad traces. The insulin pump had a cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.